Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had low battery and was not charging unit was swapped. There was no reported harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had low battery and was not charging unit was swapped. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had low battery and was not charging. Unit was swapped. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) states that upon initial inspection, the unit had non getinge batteries in the unit and they were swollen and very hot. The safety shield was not placed in between the batteries but laying down underneath one of the batteries. The fse removed the batteries and installed getinge batteries (0146-00-0039) in unit . The unit charged the batteries normally. Performed a system checkout and unit passed all testing and was cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.